Event description:
It was reported by service report that the right side rail could not be locked in place and the ground prong was missing on the power cord. No pt involvement or adverse consequences were reported.